Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device is being returned for evaluation. Source documents have been provided but are not in english and have not been translated.

Manufacturer narrative:
Evaluation summary: (B)(6) 2011, as received the valve exhibits thrombus like deposits in the belly region of all three leaflets at the outflow aspect. The deposits most likely restricted mobility in the leaflets. No inconsistencies detected in the x-ray as the wireform is intact. The returned device was examined visually and with a light microscope (asset # (B)(4)), digital microscope (asset# (B)(4)). The x-ray used met ID# (B)(4). (B)(6) 2011 -the valve was sent to research and development for histo analysis. Additional manufacturer narrative: on (B)(6) 2011, research and development concluded with the following: "this valve was reportedly explanted after approximately 2.5 years due to "a thrombus formation on the leaflets of bioprosthesis, with a peak gradient of 55 mmhg". The histology results show a granulation-tissue-like deposition in the belly of the cusps of the three leaflets, which is thrombotic in nature. The thrombotic deposits were predominantly located on the outflow side of the valve, which could reduce leaflet flexibility and mobility. Although no functional testing was performed, the thrombotic deposits on the outflow side of the bioprosthesis appear to be severe enough to cause the reduction of the leaflet mobility and obstruction of blood flow. The thrombotic material appears to primarily consist of fused erythrocytes and fibrin with minor to moderate amounts of white blood cells in all the specimens examined. The bioprosthetic porcine leaflets were well preserved. Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. The root cause of the thrombosis for this valve can not be determined at this time". Method: x-ray.

Event description:
Reportedly, a valve was explanted after approximately 2 years 6 months (29.8 months) because it showed thromboses. Surgeon reported the event as "tia left hand (B)(6) 2009 prosthetic valve thrombosis".